Event description:
The rptr did back to back (rapid succession) blood glucose tests. Results were 8, 9 and 27 mg/dl. The rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the rptr confirmed the above information. The rptr also stated that had been using expired strips. Using new strips and control solution. The rptr stated that bs's are within normal range. No harm was alleged.